Event description:
The manufacturer received information alleging that after the trilogy evo, japan ventilator was switched to standby mode, a "ventilator inoperative" alarm occurred within a few seconds. The patient was not using the ventilator during the daytime, and no health damage, harm, or injury was reported. The ventilator was returned to the manufacturer for evaluation. The reported issue was confirmed during the initial evaluation at the repair center. An error code indicated that the flow sensor fluctuation exceeded the specified standard was duplicated and recorded in the event log. A software correction was implemented, after which the reported issue could no longer be duplicated. As a preventive measure, the flow sensor will be replaced. During the evaluation, contamination was also identified within the airflow delivery pathway. The applicable air pathway repair parts identified in tsm-075, section 9.3, require replacement. The replacement parts are currently on back order, and repair has not yet been completed. This report is being submitted based on the information currently available. If additional information obtained following completion of the repair impacts the investigation findings or reportability determination, a supplemental report will be submitted.

Manufacturer narrative:
The reported failure of a ventilator inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h36164432094e review confirms that the device met the final acceptance criteria and was released for final distribution.